Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan USA, alleging that the onetouch verio iq meter is reverting into the setup mode. This complaint was classified based on the customer care advocate (cca) documentation. The patient diabetes is managed with insulin. According to the patient, he was feeling sick and threw up a day or two prior to the onset of the alleged meter issue. On (B)(6) 2014 while the patient had the meter reverting into the setup mode issue, the patient managed her diabetes with more food/drink and lay down with a cold cloth. There was no report of any required hcp treatment that would suggest a serious injury at the time of concern. The issue did not occur after a battery change. The patient was unable to complete troubleshooting to resolve the issue at the time of concern. This complaint is being reported due to the alleged meter reverting into the setup mode issue. There is no evidence the patient suffered a serious injury due the reported issue. The patient¿s symptoms preceded the alleged non-serious injury symptom. There was no required medical intervention at the time of concern.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.